Manufacturer narrative:
(B) (4). F/u will be filed if add'l info becomes available.

Event description:
It was reported by the clinician that during placement, the catheter became frayed. As a result, another kit was opened and used. There were no pt complications reported.